Manufacturer narrative:
Once any additional information is available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, this cardiac resynchronization therapy defibrillator (crt-d) recorded several episodes of non-sustained ventricular tachycardias (nsvt) due to noise oversensing on the right ventricular (rv) lead. No shocks were delivered but the oversensing resulted in pacing inhibition for more than two seconds. The patient reported no adverse effects during the times of these episodes and was in normal sinus rhythm during the follow up visit. The crt-d was reprogrammed so that the duration was lengthened and it remains implanted and in service. A save to disk was sent to boston scientific technical services for further evaluation.